Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 4 cm diameter thoracic aortic aneurysm in zone 2. The proximal aortic neck diameter was 35 mm, and the distal neck diameter was 29 mm, with a length of 16mm. It was reported that the physician attempted to implant the stent graft system. After deployment of the stent graft, a type ib endoleak was noted. The area was touched up using another manufacturer's device. In the process of using the balloon, the balloon caught on the stent graft and pushed, resulting in a partially covered left common carotid artery. Blood flow was not completely blocked, and there was no brain damage. A stent graft extension was also added to successfully resolve the leak, in almost the same position as the first stent graft, but in the process, the left common carotid artery was covered. The bare springs of the second graft were in the same place as those of the first graft. The graft was then intentionally punctured to secure blood flow to the aorta, and another manufacturer's device was implanted, extending 10 mm to the aorta. An additional device from another manufacturer was added to the same site, and the left common carotid artery was preserved. Following the procedure, x-rays confirmed an intrapleural hemorrhage. The physician believes the hemorrhage was due to aneurysm rupture, resulting from the distal portion of the first stent graft contacting the vessel wall. The hemorrhage was stopped and the patient's vital signs were stable, so it was elected to monitor the patient. No additional clinical sequelae were reported. The physician commented that the graft was shorter than expected and the distal side of it would tamper with the aneurysm, which would lead to rupture. As for device migration, resistance was felt during touch-up after implant of the second device. Therefore, it might have been pushed up toward proximal side, but the exact cause was unknown. Additional information states that the physician had expected that a 100 mm stent graft would be sufficient for the procedure, and also expected that the distal landing zone would receive at least 15 mm of one stent, but the treated area was longer than expected, and only one-third of one stent landed onto the distal area. The physician observed that ballooning advanced the stent graft proximally, so that the distal portion of the stent graft hooked the distal end of the aneurysm and caused the rupture.

Manufacturer narrative:
(B)(4). Modification of device-puncturing stent graft. Other: puncture of the stent graft to preserve blood flow to the lcca.

Manufacturer narrative:
Additional information was received. A clarification was made that it was the left common carotid artery that was intentionally punctured, not the stent graft.